Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was conducted for the disposable novasure device and the radio frequency controller. Both products were released meeting all qa specs. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).

Event description:
Following 2 unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation, the physician removed the array device and noted the pt was bleeding. A laparoscopy was performed and the "pts cavity was intact". A hysterectomy was performed. The physician stated "it most likely was a micro perforation and the pt needed a hysterectomy anyway". On (B)(6) 2012, it was reported that the admission/discharge dates are unk and the pt is "doing fine". A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.